Manufacturer narrative:
(B)(4).

Event description:
It was reported that x-ray revealed lead dislodgement one day post-implant during standard post-operative evaluation. The lead was repositioned and remains implanted and active. The patient was fine following the procedure.